Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a successful system controller exchange for repeat emergency backup battery (ebb) faults. The ebb was replaced but did not resolve the ebb faults. The system controller was then exchanged and resolved the ebb faults. The system controller serial number that was taken off the patient was unable to be seen due to the fading of the sticker. No log files were obtained from the faulty system controller.

Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was unable to be confirmed. The system controller (serial number: (B)(6)) was returned for analysis. The system controller was functionally tested and passed all testing. The system controller was able to operate a mock loop for an extended period of time, no alarms were reproduced. Additional provided information stated that log files were unavailable. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explains how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.